Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received multiple inappropriate therapies due to atrial fibrillation. The physician performed an ablation procedure and the patient was in stable condition.